Event description:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of gathering further information. A supplemental report will be submitted once more information is received.